Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for high blood glucose and the reading was in the 400 mg/dl range. The customer stated she had ketones as well. Prior to the hospitalization, the customer stated she changed the infusion set and noticed large air bubbles in the tubing and reservoir, causing the high blood glucose. Troubleshooting was performed and the insulin pump passed the prime test.